Event description:
On 11/14/2023, it was reported by a sales representative via sems-06401201 that an ar-3200-0021 ccu had a dark screen/image and could not visually see the picture as well as prior uses. To troubleshoot, tried different f/o cables and checked tablet controls to make sure the light source was turned up, and it was. The case was completed by switching out towers and using a different ccu box with no issues with the light source. There was no reported delay in the case. This was discovered during an unspecified procedure, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 (light engine) this evaluation determined that the reported event occurred due to a defective light engine.